Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: the DHR was performed, quality notifications and maintenance records were checked where no records potentially related to failure were found. No samples of the reported incident were received for evaluation. The images received do not allow the evaluation of the reported failure mode. Additionally, retention samples were evaluated for the claimed batch where the parts were submitted to nesting testing and it was not possible to reproduce the incident. The production processes are validated according to the defined acceptance criteria. Thus it is not possible to confirm the complaint. The incident reported from this complaint will be monitored for trend assessment.

Event description:
It was reported that the bd plastipak¿ 20ml syringe luer slip experienced the tip/luer of syringe breaking off. The following information was provided by the initial reporter: hypodermic syringe 20 ml that had fragility in the connector nozzle that broke when connected for medication administration.